Event description:
It was reported that a review of a subcutaneous electrocardiogram (secg) found this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and noisy signals while programmed in alternate which resulted in inappropriate stored ventricular episodes. The patient did not receive any therapy as a result. Isometrics and pocket manipulation was attempted; however, they were unable to produce the noise. Technical services suggested to consider a chest x-ray. Additional information was received that the device was re-programmed to primary and the noise and oversensing was still observed. The plan is to re-evaluate the patient in another week. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported. This electrode has been returned and is in the process of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a review of a subcutaneous electrocardiogram (secg) found this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and noisy signals while programmed in alternate which resulted in inappropriate stored ventricular episodes. The patient did not receive any therapy as a result. Isometrics and pocket manipulation was attempted; however, they were unable to produce the noise. Technical services suggested to consider a chest x-ray. Additional information was received that the device was re-programmed to primary and the noise and oversensing was still observed. The plan is to re-evaluate the patient in another week. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported. This electrode has been returned and is in the process of device analysis.